Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further follow up with the patient's physician. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent bone stimulator interaction testing and there was no interference from the stimulator. However, there was some noise observed on the atrial channel and pacing impedance was less than 200 ohms. Isometrics was performed and impedance ranged from 200-400 ohms. Additionally, during isometrics the signal would disappear at times and an ap was noted. Inappropriate atrial tachycardia response (atr) events were noted as a result of the noise. The patient is only atrial paced at five percent; however, this could be a skewed percentage due to the undersensing. No adverse patient effects were reported.